Event description:
Patient felt soreness on their back and was unable to void completely. Patient stated to feel pain and red spots where they applied neosporin. Around their waist where the belt was placed. Patient was set at 0.7. Patient stated to have seen nurse today to have their belt loosen where they did feel better, patient also stated that doctor checked their waist where it was red and stated that patient did not have an infection. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.